Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer had intermittent pocket failures. A field service engineer replaced the retractor band and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required emergent medication diltiazem 30mg and causing delays. There were no adverse events or injuries reported based on this event.